Event description:
Customer reported unexpected negative reactivity of cell 14 of panocell 20 with a patient serum containing anti-c.

Manufacturer narrative:
The customer confirmed the reactivity of the c antigen on cell 14. The event appears to be related to the nature of the sample.